Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: according to the information provided, it was reported that the tip of the lupineloopplus anchor w/oc ds was broken. The complaint device was received and inspected. It was observed that the anchor was bent, and the suture cord was under tension. These failures could be attributed when the package may have been exposed to high temperature over a period, thus causing the plastic anchor material to soften and deform; also, it can be during transportation/ stock/ trunk stock. This product should be stored in a cool dry place (below 80°f or 26°c), away from moisture and direct heat per IFU-108180. The complaint reported was confirmed. It is unknown if the instructions were followed. However, this information was not provided and a follow up revealed no additional information about the failure experienced by the customer, thus we cannot discern a root cause for this failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that the tip of the lupineloopplus anchor w/oc ds is broken. No patient consequences reported. No additional information provided.